Event description:
A low readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dL per minute). The customer experienced dizziness and was unable to self-treat and was administered an insulin injection (dose/type unspecified) by non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.